Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens has been cut in half typical of insertion and removal. Scratches are observed on both halves of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. No testing of the lens is able to be completed due to extensive damage to the lens. Qualified associated products were indicated. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; the patient complained of blurry vision.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported a intraocular lens (iol) exchange three months following the initial implantation. The patient complained the inability to drive at night. Additional information is requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.